Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported "I have achiness where the device is when I raise my left arm to comb my hair". The device remains in use. No patient complications were reported as a result of this event.